Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV.

Event description:
Healthcare provider reported a left side capsular contracture baker grade iii-IV. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec and an opening on radius. A microscopic analysis was performed which identified: five striated openings on radius and anterior. Based on the device analysis the final assessment is: five striated openings on radius and anterior assessed as surgical damage. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
The device has been explanted and replaced.